Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. During the night while sleeping, the patient became hypoglycemic and had a seizure. The dexcom app did not alert for low values. The adolescent uses an omnipod insulin pump, and she continued to sleep after the seizure. No pump information was provided. No bg finger stick value was taken, and later when the parent checked the display screen the cgm value was 3.1 mmol/l. On 11/15/2023, after the event the patient went to the neurology clinic for diagnostic testing. The physician determined that the seizure during the night was related to the hypoglycemia the patient experienced at that time. On 11/16/2023, when the event was reported the patient felt fine, the cgm value was 8.2 mmol/l, and she had recovered. There was no medical intervention by a healthcare provider and the parent reported that no treatment had occurred at the time of the seizure and that the patient stabilized by herself. Data was provided for evaluation. The patient passed the low threshold of 4.7 mmol/l at 4:32 am on 11/15/2023, and they received the urgent low soon alert at 100 percent volume with an estimated glucose value (egv) of 4.2 mmol/l. At 4:37 am, they received the urgent low soon alert at 100 percent volume with an egv of 3.2 mmol/l. At 4:42 am, they received the urgent low alert at 100 percent volume with an egv of 3.0 mmol/l. At 4:47 am, they received the urgent low soon alert at 100 percent volume with an egv of 3.2 mmol/l. At 4:52 am, they received the low alert at 100 percent volume with an egv of 3.8 mmol/l. At 4:57 am, the patient's egvs returned within target range with an egv of 5.4 mmol/l. The device functioned within specifications and patient settings. Data investigation could not confirm the allegation. The probable cause could not be determined. No additional patient or event information is available.